Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during an esophageal stenting procedure performed on (B)(6) 2014 in the esophagus. According to the complainant, the stent was being placed to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, when the physician deployed the stent into the desired location, the stent did not fully expand. Following stent placement, the stent moved out into the patient¿s stomach; however, the stent was removed by the physician. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.